Event description:
It was reported that the system had a shock impedance less than 25 ohms. This was found during an office follow-up. Technical services reviewed the data and confirmed the low energy shock impedance readings have been decreasing since 2025. An x-ray reveled the electrode had been twiddled (moved by the patient). The doctor will reposition the electrode. There were no additional adverse patient effects. The system remains implanted.